Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2011-02417 and MFR. Report # 3005099803-2011-02424). It was reported to boston scientific corporation that a jagwire guidewire (the subject of MFR. Report # 3005099803-2011-02417) was used during an ercp (endoscopic retrograde cholangiopancreatography) to remove biliary sludge from a previously implanted wallflex enteral duodenal stent (the subject of MFR. Report # 3005099803-2011-02424). According to the complainant, the patient had pancreatic cancer. On (B)(6) 2011, the ercp procedure was performed to remove biliary sludge from the stent. During the procedure, a non-bsc retrieval balloon was advanced over the guidewire. The retrieval balloon was used to extract the biliary sludge from within the stent. However, upon removal of the balloon, it was discovered that the tip of the guidewire had detached inside of the bile duct and the core of the wire was left bare. The physician successfully retrieved the detached tip using forceps and the suction of the endoscope. The physician confirmed that no fragment of the guidewire was left inside of the patient. The procedure was completed with another jagwire guidewire. There were no complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Updated (B)(6) 2011. The stent used in the procedure was a wallflex biliary stent, not a wallflex enteral duodenal stent as stated above.

Manufacturer narrative:
A visual examination of the returned device revealed that the pebax section was completely detached. The device was slightly scraped at the distal section and remnants of adhesive were found indicating that the pebax was properly attached to the core wire. There was no evidence of a core wire fracture, and the ptfe jacket also showed no evidence of any damage. It is possible that procedure and clinical factors may have contributed to the device damage; including but not limited to interaction with other devices, handling of the device, and condition of the treated lesion. Additionally, the remnants of adhesive found indicate that the pebax was properly attached to the core wire; therefore, "operational context" is the most probable root cause for this incident. Labeling review was performed and no anomaly was found.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-02424). It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) to remove biliary sludge from a previously implanted wallflex enteral duodenal stent (the subject of MFR. Report # 3005099803-2011-02424). According to the complainant, the patient had pancreatic cancer. On (B)(6) 2011, the ercp procedure was performed to remove biliary sludge from the stent. During the procedure, a non-bsc retrieval balloon was advanced over the guidewire. The retrieval balloon was used to extract the biliary sludge from within the stent. However, upon removal of the balloon, it was discovered that the tip of the guidewire had detached inside of the bile duct and the core of the wire was left bare. The physician successfully retrieved the detached tip using forceps and the suction of the endoscope. The physician confirmed that no fragment of the guidewire was left inside of the patient. The procedure was completed with another jagwire guidewire. There were no complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient was (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.